Event description:
It was reported that this left ventricular (lv) lead exhibited high threshold measurements and therefore the pacing vector was changed. Then there was an alert for low bi ventricular pacing. Technical services (ts) reviewed this and noted possible oversensing of atrial signals, and loss of capture. Ts also discussed that there had been a drop in the impedance measurements, which were not out of range, and that the right ventricular (rv) pacing remained available. A device check was completed. No actions or interventions had been performed at that time. Additional information was received which reported that this lead was later explanted and replaced. No additional adverse patient effects were reported. The lead was returned for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this left ventricular (lv) lead exhibited high threshold measurements and therefore the pacing vector was changed. Then there was an alert for low bi ventricular pacing. Technical services (ts) reviewed this and noted possible oversensing of atrial signals, and loss of capture. Ts also discussed that there had been a drop in the impedance measurements, which were not out of range, and that the right ventricular (rv) pacing remained available. A device check was completed. No actions or interventions had been performed at that time. Additional information was received which reported that this lead was later explanted and replaced. No additional adverse patient effects were reported. The lead was returned for analysis. This report will be updated upon completion of analysis.